Manufacturer narrative:
(B)(4). Batch # p58p9a. Device evaluation: the analysis results found that the tlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open bowel resection on the third firing of the device when the surgeon was doing the anastomosis the firing knob slid all the way forward. Stapling and cutting did occur but the firing knob was not able to be pulled back in to the firing position. To get the stapler out the surgeon had to turn the bowel inside out. The anastomosis was completed with a second like device but some of the of the bowel had to be removed in the process. There were no patient consequences reported but this second action took an additional fifteen minutes. The device will be returned.